Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc freestyle libre reader. A "connected to pc" message displayed and customer was unable to obtain readings. As a result, customer was unable to monitor their blood glucose and therefore experienced a loss of consciousness. Customer was seen at the hospital where they were diagnosed with diabetic ketoacidosis and was treated with infusion for a week. Customer was on diet control and was being monitored their glucose level in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspection was performed on the reader and no issues were observed. Reader does not turn on with button press, usb cable insertion, or strip insertion. Cloned bnp-1 issue for addressing. Observed corrosion during investigation. Issue will be closed to unable to test section h6 (investigation findings) code c20 (unable to test) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc freestyle libre reader. A "connected to pc" message displayed and customer was unable to obtain readings. As a result, customer was unable to monitor their blood glucose and therefore experienced a loss of consciousness. Customer was seen at the hospital where they were diagnosed with diabetic ketoacidosis and was treated with infusion for a week. Customer was on diet control and was being monitored their glucose level in the hospital. There was no report of death or permanent injury associated with this event.